Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure. The reload would not fire when used in the patient with the powered handle. Changed the battery but still would not fire. Ended up opening another device to use. There was no patient injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.